Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the routine device replacement procedure for normal battery depletion, the right ventricular (rv) lead was surgically abandoned and replaced due to insulation damage that resulted in noise and oversensing. It was indicated this did not result in any asystole. No adverse patient effects were reported.